Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ongoing impedance spikes on the svc and rv coil indicated a pending lead fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv and superior vena cava (svc) coil impedance spikes. It was discussed that there must have been a previous failure on the pace/sense portion of the existing rv lead as a new rv lead had been placed since the original implant. The rv lead remains in use. No patient complications have been reported as a result of this event.